Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The certitude delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery and device photographs revealed the inflation balloon burst radially and longitudinally. The guide wire lumen was kinked between the balloon shoulders. The CT revealed the presence of calcium in the landing zone. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was confirmed based on the imagery review. Without the device, engineering was not able to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. However, based on a review of the DHR there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. Per the complaint description, 'during procedure, during inflation, the balloon of the certitude burst.' CT imagery was provided by complaint site and showed calcification present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) likely contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 26mm sapien 3 valve in the aortic position using transcarotid approach, the delivery system balloon burst. The valve was successfully deployed with no pvl or cai. The delivery system and sheath were removed as a unit. There was no injury to the patient. The patients native annulus measured 430 mm2 and was not heavily calcified.